Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead capture could not be confirmed on presenting electrograms (egm) and small t wave following the ventricular paced beats were also observed. The rv lead remains in use. No patient complications have been reported as a result of this event.